Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(6) who had direct decompression (bony)/osteotomy. Subevent 003 (system ID: (B)(4), patient staging ID: (B)(6), study ID: (B)(6) stail, incident type: ae, status: new). On (B)(6) 2026, post-surgical screw lucency was identified at l5 and t12, concerning for loosening. The index surgery (implant procedure) was performed on (B)(6) 2026. The site became aware of the event on 2026-04-15. Gch alert and notify dates are both (B)(6) 2026. Relative timing from procedure is post-surgery. Narrative: screw lucency l5, t12 with symptoms of back pain and leg weakness. Diagnostic: computed tomography performed on (B)(6) 2026 revealed screw lucencies of t12 and l5 concerning for loosening. The finding was assessed as clinically significant. Seriousness assessment: the event did not meet criteria for death, disability, hospitalization, life-threatening, medical or surgical intervention, or congenital anomaly. No treatment was required as a result of the adverse event. No hospitalization occurred. Outcome status is not recovered/not resolved. Outcome date is not provided. Site relatedness assessment: the event was assessed as not related to the study device. The event was assessed as having a causal relationship to the procedure (index surgery). Sponsor assessment possible related to index procedure, causal related to device. The corresponding procedure was the implanted index surgery performed on (B)(6) 2026. The device used was a non-medtronic biologic allograft manufactured by osteotech. Patient demographics: self-reported ethnicity is not hispanic or latino. Self-reported race is white. Medical history includes anxiety, depression, lupus, rheumatoid arthritis, hypertension, and asthma.

Manufacturer narrative:
D4, g4: product ID and lot # is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.